Manufacturer narrative:
Product event summary : the full lead was returned, analyzed and no anomalies were found. It was noted that the distal end/electrodes of the lead were bent, the outer insulation of the lead was extrinsically breached due to a tear and visual summary analysis of the lead indicated damage at implant. Electrical resistance and cross continuity test results were within specification. Helix cannot be extend/ retract due to sense electrode bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there were multiple right ventricular (rv) lead reposition attempts and helix ext ension/retractions and the lead impedance was greater than 4000 ohms. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).